Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir had leak. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer states that they experienced high blood glucose. Customer's blood glucose treated by bolus and insulin injection. Customer states that o-ring inside the lip of the reservoir compartment was not missing. Customer assisted with self test and it was passed. The reservoir will not be returned for analysis.